Event description:
Customer reported not being able to properly power on their freestyle flash blood glucose monitor when a test strip was inserted. The customer then reported feeling shaky, and felt that their heart rate was increasing. The customer then reported fainting twice. Customer reports taking glucose in order to stabilize glucose levels.

Manufacturer narrative:
Customer returned freestyle blood glucose monitor and test strips with lot number 0507412. Complaint is not confirmed. Meter powered on properly with button depression and insertion of strips. Did not observe a power issue with strip port.